Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd micro-fine¿ pen needle the needle was clogged. As reported by the customer, "to date, with the latest box, I have only had one faulty needle where there was no exit hole for my insulin..... Let us hope it is a one- off."

Manufacturer narrative:
Investigation summary: one open and one sealed 31g x 8mm pen needle samples were returned from lot. No. 8186916, cat. No. 320632. Visual examination was carried out on the opened sample and a bent non patient end of cannula was observed. Due to the condition the opened sample was returned no clog testing could be carried out. A clog test was carried out on the sealed sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that before use of the bd micro-fine¿ pen needle the needle was clogged. As reported by the customer, "to date, with the latest box, I have only had one faulty needle where there was no exit hole for my insulin..... Let us hope it is a one- off."